Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the middle button was unresponsive. The customer's blood glucose level was 6.5 mmol/l at the time of the incident. The customer stated that the numbers were not ramping on their own and the scroll bar was not moving with no input. The customer informed that pressing the menu button took them to the menu screen. The customer stated that using the up arrow allowed them to navigate screens; however, using the down arrow does not allow them to navigate screens. The customer reported that a button tends to malfunction randomly. The customer informed that it would always be two instances out of 5 where the center button does not respond when they were pressing it. The customer mentioned that they often had to press it harder and multiple times to get a response from the insulin pump. The customer stated that the button was not unresponsive during an easy bolus attempt. The customer stated that the buttons were not responding. The customer stated that the insulin pump was neither dropped nor exposed to moisture. The customer stated that an alarm was not in progress at the time the button was unresponsive. The customer informed that the insulin pump was not responding as expected. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.